Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The catheter was trimmed at the 46cm depth marking. The catheter was flushed with water using a 12ml syringe and a leak was observed just distal of the molded joint. Microscopic inspection revealed a granular fracture surface with some material buckling and material discoloration within the vicinity of the split. Surface wear was also observed near the split site. The features of the split were consistent with material fatigue due to repetitive catheter kinking. The location of the damage suggested that catheter securement techniques likely contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking from the catheter. Leaking when giving chemotherapy noticed the patient is wet after about 1 hour and 20 minutes. Checking the catheter and noticed its leaking. No patient harm or injury. No death involved no serious injury except that the patient didn¿t get his treatment. Device is chemo contaminated. Additional information 09/08/2023: chemo agents used were irinotekan, oxaliplatin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported leaking from the catheter. Leaking when giving chemotherapy noticed the patient is wet after about 1 hour and 20 minutes. Checking the catheter and noticed its leaking. No patient harm or injury. No death involved no serious injury except that the patient didn¿t get his treatment. Device is chemo contaminated. Additional information on 09/08/2023: chemo agents used were irinotekan, oxaliplatin.